Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer stated that when the drapes were removed at the end of a caesarean procedure, the 1st assistant noticed the patient had two circular 3rd degree burns. One is 1.2 cm across; the other is 0.3 cm across. The drape was also assessed and 2 holes corresponding to the wounds were found. The staff believes the injury may have occurred due to the location of the coagulation pen, which was part of a custom pack created by medline. The injury was cleaned and closed with derma bond. Patient is doing well with no complaints of discomfort, and wounds appearing to be healing well.